Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified antibiotics for the event. On an unknown date, the pd catheter was removed, and the patient was temporarily placed on hemodialysis. Re-catheterization was planned for an unreported date. Pd therapy was on hold and discontinued, pd catheter was removed and the patient was temporarily transferred to hemodialysis. At the time of this report, the patient had recovered from peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.